Manufacturer narrative:
The technician inspected the bed and found all functions working properly. He could not duplicate the malfunction.

Event description:
Information received indicates the head of the bed drops down when the patient is on the bed. No injury.